Manufacturer narrative:
B3: date of event was unknown. One device was received for investigation. The reported issue was confirmed. The root cause was a broken battery divider, and the upstream seal occlusion was faulty. Upstream seal occlusion seal was also separating from the chassis and hence replaced it. The device passed functional and accuracy testing. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery divider had been found broken. The event occurred during testing.